Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the air/water flow issues occurred during inspection prior to a diagnostic colonoscopy. It was unknown if the procedure was delayed.

Event description:
The customer reported the evis lucera colonovideoscope had air/water flow issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found water tightness was lost due to a pinhole in the instrument channel, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was cracked and had a white clouded area, the air/water supply volume and water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the light guide lens was peeled, the connecting tube coating was peeled, switch #1 did not work due to damage, the up/down knob was dirty, the paint on the suction cylinder was peeled, the suction cylinder was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10. Correction to h10: information regarding the customer's reprocessing steps was inadvertently missed (see below). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. It is unknown when the foreign material adhered to the device. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was properly implemented. The air/water nozzle was flushed with air and water. Manual cleaning information- it is unknown if there were any abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped or brushed with a clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. This event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.